Event description:
Follow-up information was received on 15-jan-2024: the physician declared that the scars of the patient were still at 90% improvement (the lesion seemed stuck, meaning no progress occurred since (B)(6) 2023). A stain and granuloma remained from the events initially reported. The physician did not consider these symptoms as new nor single adverse reactions, but as part of the lesion/scars. No corrective treatment was performed nor was it planned at the time of this report, just natural evolution. If the stain continued after 3 months, it was planned to send the patient to the dermatologist. The injuries were slowly recovering. The patient was healthy. The outcome of the event infection remained unchanged. Due to the provided information, the outcome of the event cramps was considered as resolved (changed from unknown).

Event description:
This spontaneous report was received from a mexican physician and concerns a patient. The patient was injected with radiesse, on (B)(6) 2023. In (B)(6) 2023, after the radiesse injection, the patient experienced inflammation in the lower area. The patient reported pain, inflammation and burning. The patient consumed tramadol at night. On (B)(6) 2023, the patient informed the physician about the events and the treatment. The outcome of the events was unknown. Follow-up information was received on 12-dec-2023 and 16-dec-2023: this case was upgraded to serious. The event inflammation was deleted. The events infection and cramps were added. The suspect product was recoded from radiesse to radiesse(+). The patients gender (female) and age were provided. She was 43 years old at the time of the events. She was injected subcutaneously, with a total of 1.5 ml of radiesse(+) into the zygoma, piriformis fossa and nasolabial groove marionette line , for an improvement of nasologenial folds and marionette lines and biostimulation, on (B)(6) 2023. Batch number was reported as a00077830 (expiry date: 08/2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00077830 (expiry date: 08/2024). A lot search in the global safety database was conducted. It was injected with 2 points of fixation, 2 superiostic points on each side, and lifting of the middle third in the zygomatic and nasolabial folds in the subcutaneous plane and in marionette lines in the subcutaneous plane. Before the injection, the area to be treated did not present any lesions. The physician performed asepsis with benzalkonium chloride, then applied telica and let it act for 25 minutes and again, cleansed with benzalkonium chloride. The left side was injected first and then the right (the symptoms were in the left marionette line). Only one of the two needles that came with radiesse(+) were used. The plane of injection was subcutaneous, so the physician did not understand why the product bursted also into the oral cavity. She was previously injected with xeomin®, 6 months prior to this report, with no complications and with radiesse(+), 1 year prior to this report, with no complications. The patients medical history included cellulitis. The patients current medication was reported as none. There was no reported history of use of spectinomycin, aminoglycoside antibiotics, aminoquinolines, tubocurarine-type muscle relaxants, substances that alter clotting time ((anticoagulants, antiplatelet or thrombolytic agents, anti-inflammatories, et cetera). There was no reported history of tobacco use, allergies or anaphylactic shock, autoimmune diseases, herpetic rash, skin diseases or healing disorders, hematological disorders, metabolic disorders, muscle activity disorders, cardiac problems, liver function disorders, diseases of the nervous system or kidney failure. On (B)(6) 2023, 5 hours after the radiesse(+) injection, the patient experienced burning. She took tramadol, but it did not subside. Twelve hours after the radiesse(+) injection, the patient experienced pain and 24 hours after the injection, the patient experienced cramps. The final diagnosis infection was made. Seventy-two hours after the injection, only the dermabrasion-type scars remained (after the rupture of the blisters). On (B)(6) 2023, there was a skin puncturing, radiesse(+) came out when the skin burst and also on the oral mucosa. The medical intervention consisted solely of prescribing antibiotics, keflex 500 mg every 8 hours, clindamycin 600 mg every 12 hours. From (B)(6) 2023, 24 hours after prescribing the antibiotics, the patient already had a 50% improvement in her symptoms. On (B)(6) 2023, the patient reported that the symptoms of burning, inflammation, pain, flictena and skin breakdown were resolved. Dermabrasion type scars were resolving (90% improvement). At the time of this report, the patients health status was good. The physician believed the scars were permanent but there was possibility to treat them. The physician considered that the intervention provided accelerated the recovery and that without medical intervention the symptoms had expanded in extent and to deep levels. There was a possibility that the events turned to fasciitis. The patient was not hospitalized. Due to the provided information, the outcome of the event infection was considered as resolving. The outcome of the events cramps was unknown. In the opinion of the reporter, the events were not life threatening, did not lead to a newly diagnosed chronic disease and were related to radiesse(+) but not to the local incorporated anesthetic. The physician considered that medical intervention was performed in order to prevent the deterioration of the patients health. Follow-up information was received on 20-dec-2023: the physician declared the dermabrasion type scars of the patient were resolving (90 % improvement). The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, infection (injection site infection), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record of radiesse injectable implant, lot number a00077830, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.